Manufacturer narrative:
Evaluation summary: review of surgical reports provided indicates surgical technique was followed. Manipulation improved flexation from 95 degrees to 115 degrees. Pt's knee joint itself was stated to be completely benign. Report stated that the infected prepatellar bursa did not seem directly related to the joint. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive info be received, the complaint will be reopened.

Event description:
It is reported that the pt underwent a manipulation and excision of an infected bursa.